Event description:
The customer reported that the system displayed a communications failure error message. This will likely prevent the system from booting up or cause the system to shut down or lock-up, depending on when the error message occurs. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. The system operates as intended.